Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 700 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer believes the pump was not properly functioning. Correction boluses were delivered prior to hospitalization to address bg levels. While hospitalized, the customer was treated with intravenous insulin and potassium. The customer could not recall the hospital release date. Customer reverted to insulin injections for management of diabetes.